Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue arose again.